Event description:
The patient called in report that on (B)(6) 2019, the v-go became loose after placing it on the back of her arm within 10 minutes. The patient did confirm that she prepared the infusion site correctly by cleaning the area with a alcohol swab and letting the area dry. The patient also stated that she is having residue being left behind from the next care medical tape that they have been using to keep the v-go from becoming loose. The patient mentioned when asked that this was decided on her own.